Event description:
It was reported that the patient heard an alert as the impedance went above the limit. It was determined that the limit (100 ohms) was set too close to the baseline value (88 ohms). The limit was reprogrammed to 130 ohms and the device and lead are both still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.